Event description:
It was reported that the right ventricular lead was dislodged. Due to the multiple twisting, the lead could not be repositioned. The lead was explanted and thrown away.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.